Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of blood via a plum pump. It was reported that when the tubing set was removed from the packaging, the tubing separated from the outlet port of the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots) 161395h. The representative device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.